Event description:
Male pt had a bilateral hernia repair. The surgery proceeded normally with no complications during surgery. Pt was discharged from the hosp. A follow up telephone call to the pt revealed the pt had not voided since leaving the hosp. According to the pt, he did void at the hosp prior to leaving. The pt returned to the hosp and was catheterized. Approx 700cc of urine was collected and blood was present in the urine. The pt remained catheterized and returned to a urologist approximately 5 days later to have the catheter removed. A cystogram indicated a hole in the bladder in the midline region and below the symphysis pubis. The hernia repairs were healing as anticipated and the pt reported no pain. Surgery was performed two weeks after the initial hernia surgery to repair the hole in the bladder and the pt has reported no add'l complications.